Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pulse generator exhibited an incorrect measurement. No intervention was performed. The patient had no adverse consequences.